Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a.

Event description:
It was reported that "the user attempted to fire a staple, but it didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 31 staples left in the cartridge, indicating at least 4 staples were fired by the customer. Upon functional testing, the first fire into the air, the staple formed and fully released properly. When firing into the skin pad, the stapler fired unformed staples on the 4th and 7th fires. It was observed that only the forming tool was pushing the staples forward and the anvil was not engaging with the staples on every fire attempt. The device was disassembled, and it was observed that the anvil was out of position, resting higher up on the forming tool. The anvil was getting stuck on the forming tool, causing it to not be engaging with some staples while firing. The anvil was repositioned, and the stapler was reassembled. Fire attempts were made in the skin pad, the following fire attempt, formed and released properly, but the next fire resulted in an unformed staple on the skin pad. The stapler was disassembled again, and the forming tool was also observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting a nomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, seven fire attempts were made into a skin pad and two of the staples were unformed. The anvil was observed to be out of position when some of the staples were being fired. The device was disassembled, and it was observed that the anvil was resting high up on the forming tool. The anvil was repositioned, and the stapler was reassembled. The next fire attempt resulted in a fully formed staple that fully released. The next staple after that did not form when being fired. The stapler was disassembled again and forming tool was observed to be defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user attempted to fire a staple, but it didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".